Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, a b30 error was noted. In addition, front panel/chassis/rear panel/ and top cover poor appearance were observed. Furthermore, dim or low light was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera iii xenon light source fails depending on the type of endoscopes utilized during preparation for use. During a standard service inspection of the customer returned device, a b30 error was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the reported phenomenon of ¿b30 error caused by disconnection in the connector¿ occurred because communication with a scope failed due to disconnection in the connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. According to the service manual, b30 error indicates scope communication error, and it is a message that is displayed when the device fails to load scope ID data to hardware (registry error occurs). It mainly occurs when a foreign material or moisture adheres to the electrical contacts. (Cv-190 service manual page 4-41) olympus will continue to monitor field performance for this device.